Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including scratched display lens. On investigation, the pump powered up to a dim and discolored verify screen with appropriate audio/vibration alerts. Unrelated to the display issue, the pump powered up with the correct time and date. Review of pump history showed a time/date reset occurred after a pump reboot on (B)(6) 2013. The pump was exercised for 24 hours without incidents. Time and date reset to default setting was observed when battery was removed and re-inserted after 6 hours. A failed internal clock battery was found on the printed circuit board when the pump casing was opened to investigate. (B)(6).